Manufacturer narrative:
The event occurred in (B)(6). While this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
Reporter stated the customer has experienced blood glucose of 28-545 mg/dl for the past 3 weeks. She has been capable of self-treatment, and no adverse event was reported. She changed to her backup infusion device on (B)(6) 2014, and her blood glucose is now "ok." She believes the insulin delivery of the infusion device is inaccurate. The alleged product was requested for evaluation.